Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, and unable to get below 200 mg/dl. Bg value not provided. Reportedly, the cause was unknown, however customer had influenza, and suspected illness to be a contributing factor to elevated bg. Multiple follow up attempts were made by tandem technical support to follow up with the customer, however, no response was received.